Manufacturer narrative:
Associated file: 1219977-2016-00131. On completion of the investigation a follow up report will be submitted.

Event description:
Report received from patient that she required an explant of a mesh that was implanted several years earlier. She reported a bulge at the umbilicus and stated that a type of 'bolt' was used to secure the mesh and there were four of them.

Manufacturer narrative:
A review of all manufacturing lot history and sterilization records was conducted. All in-process specifications and release criteria were met, including seal strength testing on both the pre-and-post-sterile packaging. Ball burst and suture retention testing was also conducted on the mesh at incoming and fourier transform infrared spectroscopy was performed on the cured coated mesh panels. Clinical evaluation: recurrent hernia is a common adverse event that occurs due to, but not limited to, non-compliance with activity restrictions post-operatively and inadequate suture fixation or overlap. This event would require the patient to undergo a second surgery to correct the defect in order to prevent incarceration of the hernia and small bowel obstruction. Adequate mesh size, customizing the mesh, correct and generous dissection of pre-peritoneal space and wrinkle-free placement of the mesh are important factors in avoiding recurrence and complications. The instructions for use states complications may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection or mechanical disruption. The fixation technique, method and products used are left solely to the discretion of the surgeon to optimize clinical outcomes. Important aspects of user experience include the necessity of having operative planning with full identification of the extent of the hernia, adept skills in the application of sutures/tacks, and reconstruction skills assuring closure of the wound in layers and coverage of the implanted mesh with minimal space for serous collections and no direct pathway to the mesh from the skin.